Event description:
Caller alleging receiving discrepant inratio value. On (B)(6) 2013 - inratio 4.4; lab result 8. Time between testing 1/2 hour. Patient's therapeutic range unk. Pt is on a large amount of medication and recently had a fungal vegetation infection and was given high dose antibiotics during which the pt hb fluctuated between 80-113. Specific medication list is unk.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. As product deficiency was not established, corrective action is not required at this time.